Event description:
It was reported that the insulin from the reservoir leaked past the o-rings, and the rubber septum on all the reservoirs were loose. It was stated that the customer experienced high blood glucose of 276mg/dl. The caller stated that earlier before the call, the customer's blood glucose was 591mg/dl, and he felt tingling in his finger tips. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.